Event description:
It was reported that within one day post-implant, the right ventricular lead dislodged. Repositioning was attempted, however the lead impedance was high and there was no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. The proximal conductor was kinked/buckled/overstressed. There was blood and body tissue/fibrotic growth on the distal electrode and a breached cut of the outer insulation. Blood ingression was noted on the outer insulation and visual analysis noted apparent explant damage. Concomitant product: 5076 implantable pacing lead, (B)(6) 2014. (B)(4).